Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient underwent a revision procedure on an unknown date, reasons unknown. They had a chrome head, and it warranted a bone graft. The surgeon uses extended "lipped" and 32 heads 90% of time. He moved exclusively to biolox in late 2019. No further information.

Event description:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.